Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm during bolus. The customer's blood glucose level was assumed to be around 200 mg/dl. The customer declined to troubleshoot, however, the customer stated that the alarm was cleared after a complete set change. The customer stated they would like to return both the set and reservoir for analysis.